Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: department of plastic surgery , jreconstr microsurg, doi http://dx.dol.org/10.1055/s-0037-1601379; issn 0743-684x.

Event description:
It was reported in journal article ¿tips and tricks to improve clinical and aesthetic outcomes in latissimus dorsi flap breast reconstruction¿ that a restrospective review was performed on ld flap reconstructions between 2004 and 2014. Patients were divided into historical control group (hcg) and new strategy group (nsg). The donor area was closed with suture on the scarpa¿s fascia. Some of the patients experienced hematoma, seroma, wound dehiscence, infection and possible secondary procedure.

Manufacturer narrative:
User facility personnel rolled the patient onto their side to place a transfer board underneath the patient. This sequence caused an uneven distribution of patient and table weight resulting in the reported event. The table operator manual states (p.6), "warning-tipping hazard: do not place patient on the table unless floor locks are engaged. Do not release floor locks while patient is on table."a device technologies australia (dta) technician arrived onsite to inspect the surgical table and found it to be operating properly. No issues were noted with the function or operation of the table. The dta technician returned the table to service and no additional issues have been reported.dta performed in-service training on the proper use and operation of the 3085 sp surgical table.